Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 230 mg/dl. The customer stated that they have tried all remedies and do not want to troubleshooting. Customer stated that the tubing was not bent or kinked. The customer was advised to discontinue the use of insulin pump and revert for the back up plan. The device will be returned for analysis.